Manufacturer narrative:
(B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported a patient has been indicated for a revision due to unknown reasons. No revision has been reported to date. Attempts have been made and no further information is available.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Upon receiving additional information of the reported event, and reviewing the sterile certificate of the item; it was determined to be not reportable as the lot was sterilized according to specifications. As such, it did not contribute to the event. The initial report should be voided.

Event description:
It was reported that a patient has been indicated for a revision procedure approximately two months post implantation due to an infection. To date, no revision has occurred. Upon receiving additional information of the reported event, and reviewing the sterile certificate of the item; it was determined to be not reportable as the lot was sterilized according to specifications. As such, it did not contribute to the event. The initial report should be voided.